Event description:
During stent deployment in the iliac artery, the brite tip sheath introducer was introduced via the brachial artery, and the smart control sds was advanced to the lesion through the sheath. During deployment of the stent, the stent "jumped", and was not placed in the accurate position. The stent delivery system was then removed from the patient; however, during removal of the stent delivery system back through the valve of the sheath introducer, the valve popped off the sheath, and blood began to leak. The leakage was stopped by hand, and this same britetip sheath was used while an additional competitor's stent was introduced and deployed to fully cover the lesion. The procedure was successfully completed with no reported consequences to the patient. The target vessel was described as being neither calcified nor tortuous, and was 80% stenosed. There was no reported difficulty advancing or crossing the lesion with the smart sds. The lesion had been predilated with an unknown 5mm balloon, reducing the stenosis to 50%. It was reported that the user removed the slack from the sds system prior to deployment, and held the handle flat and straight outside the patient. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.